Manufacturer narrative:
Based on the review of the x-ray by the physician the conductor wires were externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, x-ray imaging revealed externalization of the riata lead. All electrical measurements were stable. The physician will continue to monitor the patient with remote care. The patient is in stable condition.